Event description:
It was reported that the patient experienced a heart rate of 39 beats per minute with this pacemaker suspected to not function. The boston scientific technical services consultant referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported.